Event description:
Customer reported via phone, the insulin pump had alarmed failed battery test. Customer didn't know blood glucose level. Troubleshooting was performed. Customer was advised to ensure the alarm was cleared if not it will reoccur each time a new battery is inserted. No damage or corrosion was noted on the battery compartment or its components. Customer was advised to clean the battery compartment and its components. Customer was advised to insert a new battery, the device alarmed again. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer declined replacement and stated she will continue to use the device as it turned back on. She also stated she wasn't sure what the device might due in a few hours but for now it was working.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.